Event description:
During a percutaneous transluminal angioplasty to a shunt vessel at the left radial artery, it was reported that a saber balloon was delivered and inflated at the lesion, however, ruptured before nominal pressure during its initial dilatation. Therefore, the balloon was removed intact from the patient and another balloon (5mm4cm saber, cordis) was used. The procedure was finished successfully and there was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the aquasilk guidewire. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown if the same indeflator was used successfully with other devices. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. There were no issues with the cordis guidewire. The product will be returned for analysis

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to a shunt vessel at the left radial artery, it was reported that a saber balloon catheter (bc) was delivered and inflated at the lesion, however, it ruptured before nominal pressure during its initial dilatation. Therefore, the balloon was removed intact from the patient and another balloon (5mm x 4cm saber, cordis) was used. The procedure was finished successfully and there was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guidewire. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown if the same indeflator was used successfully with other devices. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. There were no issues with the cordis guidewire. The product was returned for analysis. One non sterile catheter saber 6mm x 4cm 90cm bc was returned. The balloon was received deflated and appear have been inflated. No other damages were noted in the device. A leak test was performed and the balloon inflated without any anomalies. A device history record (DHR) review of lot 17133282 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Concomitant devices: guidewire (aquasilk, cordis). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.